Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave¿ clear, nanoclave¿ stopcock, 0.2 micron filter, spin luer. The customer reported that they have had multiple (unspecified quantity) issues with leaking where the IV tubing is bonded to the stopcock. It was unspecified whether there was patient involvement or not; harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary: received one (1) used list# ac136, 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave¿ clear, nanoclave¿ stopcock, 0.2 micron filter, spin luer; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. A leak was observed on the sample where the stopcock connects to the tubing. The probable cause of the leak is from an incomplete insertion during assembly in ensenada. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Correction to b3 - event date was unspecified and will be documented as 1st day of month reported - 9/1/25. Concomitant products added.

Manufacturer narrative:
B5 - additional information received and the event described. D.11 concomitant added. H6 - customer stated there was a delay of therapy, code updated to match.

Event description:
The event occurred on an unspecified date and involved a 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave¿ clear, nanoclave¿ stopcock, 0.2 micron filter, spin luer. The customer reported that they have had an instance of tpn and dopamine leaking where the IV tubing is bonded to the stopcock. There patient involvement, harm was not reported as a consequence of this event, but there was a delay in therapy. This is report 1 of 2.